Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was bent between the ring electrode and the tip electrode. This lead did not deliver pacing at 10v. The lead was repositioned to the apex and measurements were taken. Impedance measurements in bipolar mode were greater than 2500 ohms with no pacing observed; however, in unipolar mode, impedance measurements were 950 ohms with pacing observed. The physician elected to removed this lead and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was removed and will be returned. Upon receipt at our post market quality assurance laboratory, laboratory analysis will be performed and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed a bend in the lead and deformed coils near the tip at the proximal end of the lead between the anode ring and the tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Additional testing was conducted with a guidant model 3105 pacing system analyzer and phosphate buffered saline. The distal end of the lead was placed in the saline with the electrodes completely submerged. A bipolar paced impedance test was conducted at 5 v in aai mode. The result was a 378 ohm impedance. A comparison lead (4470) measured 342ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance.